Event description:
During the ablation procedure, ECG signals were lost from the recording and mapping systems. When the ECG cable was disconnected from the front panel of the amplifier, the signals were visible. The leads and cables were replaced but there was no resolution. The procedure was cancelled due to the signal loss and there were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported signal loos could not be conclusively determined.

Event description:
During an atrioventricular nodal reentry tachycardia procedure , ECG signals were lost from the recording and mapping systems.